Manufacturer narrative:
(B)(4). Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available.

Event description:
According to the reporter, during a tep repair, the balloon couldn't be inflated. There was no injury to the patient. The device was replaced with another.

Manufacturer narrative:
(B)(4).